Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. Continuation of medical devices: 5076-52 lead implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited no capture. The lv lead was inactivated. It was also reported that the patient later developed a pocket infection. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and not replaced. No further patient complications have been reported as a result of this event.